Event description:
Per dealer, unit has defective tie wraps on a irc10lx2 concentrator. Per independent repair center statement, the unit will not start. The key failure was defective tie wraps. Another malfunction was the smart pack missing.